Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.

Event description:
Related manufacturing ref: 3005188751-2013-00124. During a pulmonary vein isolation procedure using a brk transseptal needle and a fast cath transseptal introducer, a cardiac perforation occurred. Groin access was difficult to obtain due to the tortuosity of the vasculature. A transseptal puncture was performed using a brk transseptal needle and a fast cath transseptal introducer. A non-sjm introducer was then used to replace the fast cath transseptal introducer. A second transseptal puncture was performed with the same needle and introducer; however, this transseptal puncture was more difficult. Geometry was created in the left atrium and ablation was initiated around the left superior pulmonary vein. Approximately 5-10 minutes later, the patient became hypotensive. A non-sjm ice catheter revealed a pericardial effusion which then developed into a cardiac tamponade. A pericardiocentesis was performed. The patient's rhythm deteriorated into pulseless electrical activity. Cardiopulmonary resuscitation was performed and internal pacing was initiated. The patient was taken to the operating room for further evaluation . A perforation was noted in the low right atrium above the inferior vena cava; however, the perforation apparently had sealed itself at some point prior to opening the patient's chest. The patient recovered well. There were no performance issues with any sjm device.